Event description:
According to the initial report, protect study patient experienced a serious adverse event (sae) described as "pt [patient] woke up with symptoms of diplopia. CT was provided. No hemorrhage, no obvious developing infarct, and no large vessel occlusion. MRI (B)(6) 2024 confirmed upper pontine infarct on the right." Event onset date: 15dec2023. Event end date: unknown. Event outcome: resolved. The study deemed the event as "unlikely" related to the amds device and "probably" related to the amds implant procedure. Pre-existing condition, debakey type a dissection, caused or contributed to the event. The patient was not hospitalized due to the event; however, medical treatment was provided. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007 this event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds40-de lot c2460095b (finished goods) and c2459423b (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A sample evaluation was not performed as the device remains implanted. Patient is a 53-year-old male who had an amds implanted on (B)(6) 2023. Adverse event # 2 reported a cerebrovascular/neurologic event described as ¿stroke¿ with an onset date of 15dec2023 (5 days post-op), with an unknown end date. The ae form described the following ¿pt woke with symptoms of diplopia. CT was provided. No hemorrhage, no obvious developing infarct, and no large vessel occlusion. MRI (B)(6) 2024 confirmed upper pontine infarct on the right.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ medical treatment was provided, and the event was documented as resolved. Of note, the patient remained in the study. Additional information provided by artivon¿s quality team indicated that cts available (images not provided for inclusion in this report) did not include images of the brain to assess or confirm stroke. Furthermore, ¿no abnormalities are visible in the area of the implanted amds, not in the aortic arch or at the branches of the head vessels.¿ medical records provided by the study team states ¿after the surgery, he was noted to have severe dilated left ventricle with severe aortic regurgitation, for which he was taken to or and received semi-aortic arch replacement. He then underwent a repeat CT head and neck angio showing intramural hematoma at carotid artery post-dissection repair and hew was found to have near occlusion at the right common carotid artery, thus later, he underwent the left common carotid and brachiocephalic stent grafting.¿ upon waking, the reported event was noted. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g., transient ischemic attack (tia), stroke, neuropathy)¿ is listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.